Manufacturer narrative:
A test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked case at reservoir tube window corner and stained endcap sticker.

Event description:
The customer reported via phone call that reservoir had crack and is not locking anymore on insulin pump. Customer¿s blood glucose level was 227 mg/dl. The pump will be received for analysis.